Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an in.pact admiral device with a non-mdt sheath (6f), non-mdt .035 guidewire and non-mdt inflation device for the treatment of a moderately calcified lesion in the superficial femoral artery (sfa). Vessel described s being moderately tortuous. Lesion stenosis unknown. 50/50 contrast/saline inflation fluid was used. It is reported the tech does not recall the device passing through a previously deployed stent, nor was there any excessive resistance encountered. Negative prep was not performed outside the body. When negative prep was attempted inside of the patient, a balloon burst, leak or rupture occured and blood return was noticed in the inflation device. The balloon did not inflate. A new in.pact admiral device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Evaluation summary visual and tactile inspections were performed on the device: dry blood was found on the device and also inside the guidewire lumen and the inflating lumen. The folding on the balloon was still visible. The guide wire lumen was flushed and a 0,035¿¿ guide wire was successfully advanced through the device. Negative pressure was applied to the balloon: the purging procedure failed. Positive pressure was applied to the balloon, to identify the problem, but dry blood obstructed the inflating lumen. In order to detect the leak, the shaft was cut and a needle was inserted in the inflating lumen. Positive pressure was then applied to the balloon and a pinhole was clearly found on the balloon, at 3 cm from the tip. If information is provided in the future, a supplemental report will be issued.